Event description:
It was reported that an ilet bionic pancreas had a broken or cracked screen, and a replacement device was shipped while the original was pending return; the user reported hyperglycemia around 400 mg/dl for approximately 2.5 hours and used subcutaneous insulin via pen as backup therapy, with ketone testing showing traces. Symptoms included dehydration. Outcomes included no professional medical intervention, no outside assistance, and stabilization of blood glucose following multiple daily injections. Investigation included collection of use history and return of the device for evaluation. Investigation of this device revealed physical damage to the display component of the pump consistent with user-reported breakage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.